Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other similar event for the lot referenced which occurred during the same procedure for the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Partial knee restoris mck onlay tibial insert of size 4*8mm was not fitting properly into tibial baseplate of size 4 left medial.

Manufacturer narrative:
Reported event: an event regarding seating/locking issue involving mako insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. Nothing of note could be determined from the photograph provided. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
Partial knee restoris mck onlay tibial insert of size 4*8mm was not fitting properly into tibial baseplate of size 4 left medial. Update: "length of delay approximately 20minutes." Update: "tibial baseplate size 4 lm was implanted and later during installing poly 4*8mm (2 qty) surgeon found it difficult to install the poly. He tried with second 4*8 mm poly but still could not able to install into the base plate. Finally poly 4*9mm was used for the procedure." Case type: pka, left side.